Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the anomalous circumflex artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on the first two distal strut rows, which are stretched. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the anomalous circumflex artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.